Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: (B)(6).

Event description:
Healthcare professional reported a right side (B)(6) . Device remains (B)(6) .

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: crease fold, wear abrasion, white particles inner the device and opening on anterior and posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on anterior and striated opening on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease sharp opening on anterior assessed as fold flaw opening. Striated opening assessed as surgical damage".

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.